Event description:
High impedance was observed for patient's device per programming history. System and normal diagnostics were performed and they indicated high impedance. The device was disabled and remained "off" the device remained "off" in later dates. Patient was seen by healthcare provide in (B)(6) 2017. Patient was sent to see a surgeon for consult to replace the device. No known surgical interventions have occurred to date. No additional relevant information has been received to date.